Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via a journal article that a single-center study where ablation procedures were attempted without fluoroscopy in 34 consecutive patients with different tachyarrhythmias under the support of 3d electro-anatomical mapping (eam) system. When transseptal puncture (tsp) was needed, it was attempted under the guidance of intracardiac echocardiography (ice). A dynamic xt electrode catheter was positioned in the coronary sinus for mapping and pacing purposes. One patient had a post-procedural pericardial tamponade. The tamponade which was resolved by immediate percutaneous drainage. No further patient or procedure details were provided. Haegeli lm, stutz l, mohsen m, et al. Feasibility of zero or near zero fluoroscopy during catheter ablation procedures. Cardiol j. 2019;26(3):226-232.